Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin and customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that wearing the pump supplies for 3-4 days, is off label per the user guide. No reported impact to the customer¿s blood glucose level.